Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2013, the physician "inserted the [disposable] device and attempted to open [the electrode array] inside the [pt's] cavity". Immediately following the attempted device insertion, the physician suspected a perforation. The device was removed. The physician performed a hysteroscopy which confirmed a perforation. The procedure was aborted. No intervention was required and the pt was aborted. No intervention was required and the pt was discharged home on prophylactic antibiotics. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.